Manufacturer narrative:
No report of patient involvement. Date of manufacture is currently not available. The biomedical engineer called ge healthcare technical support and they were able to troubleshoot to determine the failed component. The sensor interface board was at fault, however this was not replaced due to the entire unit being scheduled for replacement soon. No report of patient involvement. Date of manufacture is currently not available. The biomedical engineer called ge healthcare technical support and they were able to troubleshoot to determine the failed component. The sensor interface board was at fault, however this was not replaced due to the entire unit being scheduled for replacement soon.

Event description:
The hospital reported during planned maintenance the unit was in volume control ventilation but was not able to deliver the requested volume and switched to pressure control ventilation automatically. The unit was not able to ventilate in this mode either. There was no report of patient involvement.